Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shut down intermittently. Reportedly, the pump was able to turn back on. Additionally. It was reported that the pump touch screen was intermittently unresponsive. The customer's blood glucose level was in the 300 (mg/dl) range and never went above 500 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.